Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with right bundle branch block at baseline, a surgical cut down of the left subclavian artery was performed for access site. The diameter of the access vessel measured 5.1mm. A 14fr non-medtronic sheath was replaced by the inline sheath of the delivery catheter system (dcs). After the valve was placed, the dcs was removed and a 14fr non-medtronic sheath was inserted. Immediately prior to removal of the 14fr non-medtronic sheath, there was no vascular damage to the access site via angiography. The sheath was removed, and surgical sutures were initiated. After suturing the puncture site, suture failure was suspected via angiography. A repair procedure was performed using a bovine pericardial patch, but no improvement was observed. Subsequently, artificial blood vessel replacement was performed. Arterial dissection was noted. A catheter vessel repair surgery was performed. Expansion operation was performed two times using a non-medtronic 40mm x 40mm balloon. Subsequently, a non-medtronic 6mm x 80mm stent, with another non-medtronic 7mm x 2.7mm stent were placed. Adequate blood flow was reported. Per the physician, the arterial dissection was caused by suture failure during surgical closure. The procedure was successfully completed. After valve placement, a complete heart block occurred and was monitored using a temporary pacemaker. Five days following the valve implant, left upper and lower limb weakness was identified during extension of rehabilitation. Multiple infarction images, believed to be embolic, were revealed in the head magnetic resonance imaging (MRI). It was reported that some of the infarctions existed in the brain stem, and it was presumed that this affected paralysis in the left upper and lower limbs. The activities of daily living (adl) were gradually increased after repeated rehabilitation, and the patient was discharged from the hospital. The cause of the cerebral infarction was not known. No additional adverse patient effects were reported.